Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low out of range pace impedances. The values were less than 200 ohms. The ra lead was surgically abandoned and replaced. During the revision, the lead was tested via a pacing system analyzer which confirmed the observation. The patient was hospitalized overnight due to the procedure. No additional adverse patient effects were reported.